Event description:
It was reported that a patient's device showed high lead impedance. The patient underwent lead and generator replacement surgery. Per hospital policy, the explanted lead and generator were not returned to the manufacturer for analysis. No additional relevant information has been received to date.